Manufacturer narrative:
The ge service representative conducted an onsite investigation. The high voltage cable was cleaned and regreased. The system was tested and operates as intended.

Event description:
The customer reported that the system would lock up and would display a communication error message. No patient injury was reported.